Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient has a history of bladder dysfunction at mesh with perforation of the bladder resulting in 6-8 cystoscopies for bladder stones and removal of foreign bodies from the bladder. The patient underwent mesh removal and urethral cauterization on (B)(6) 2005. The patient underwent exploration and excision of wound seroma on (B)(6) 2005. The patient underwent cystoscopy, removal of bladder stone, laser ablation and removal of eroded mesh on (B)(6) 2007. The patient¿s last cystoscopy in (B)(6) 2012 was described as normal. It was reported that the patient experienced left lower quadrant pelvic pain, painful sex, and urgency on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent removal of mesh and placement of right double j stent and open cystotomy on (B)(6) 2003 .no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, organ perforation, recurrence, bleeding and multiple bladder stones. It was reported that patient underwent removal of residual mesh with stone encrustation and bladder lesion on (B)(6) 2010, a cystoscopy, placement of cystotomy trocars in to the bladder and removal of residual mesh on (B)(6) 2010 and a cystoscopy, laser ablation of retained mesh, extraction of bladder stone and fulguration of bladder on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, nocturia, hematuria and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.